Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had an open sore under the distribution node. The nurse indicated that the patient a curvature of the spine which could be contributing to the issue. During a follow up on (B)(6) 2015, the nurse reported that the rubbing under the distribution node box had worsened and that she would try to pad the area. During a subsequent follow up on (B)(6) 2015 the patient's nurse reported that the area had not gotten worse but was not improving. She reported that they had consulted with wound care and the patient was under their care. It is not clear was medical treatment the patient was receiving. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.